Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: based in the complaint system and manufacturing controls, the following facts were concluded: the device history record (DHR) was not reviewed since the lot number was not provided. The sample was received for evaluation and an inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff held the air, various times the cuff was inflated and deflated with no difficulties, the sample was left inflated 2 hours according to process instruction hhp-31104 rev af, and no failure mode was observed: therefore no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Correction:(name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during inspection prior to use on a patient, the cuff did not inflate. There was no patient involvement.